Manufacturer narrative:
The thermogard ivtm console (sn: (B)(4)) was evaluated by zoll service at the customer site. The reported complaint of "the air trap sensor of the thermogard xp ivtm system (sn: (B)(4)) failed to function" was confirmed during the event log review but not confirmed during the functional testing. There was no device malfunction on the ivtm thermogard system, and the console functioned as intended. During visual inspection, no physical damage was observed on the thermogard xp ivtm system. Event log data review was performed and revealed multiple mid:09 (air trap assembly) error messages; thus, confirming the reported complaint. The ivtm thermogard console passed the initial functional testing with no issues; therefore, the reported complaint could not be replicated. However, the air trap sensor block was replaced as a precautionary measure to prevent a system failure in the future. Following service, the ivtm system passed all testing criteria, and readings were within the specified limits.

Event description:
As reported, during the start-up of the ivtm therapy, the air trap sensor of the thermogard xp ivtm system (sn: (B)(4)) failed to function. No further information was provided by the customer. Another ivtm system was used to initiate and complete patient treatment. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown. During the onsite investigation on 5/14/2020, multiple mid:09 (air trap assembly) error messages were noted in the event log.